Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, during the implant of this device approximately 11 years ago, the patient's bladder was perforated by the right trocar. Approximately 7 years after that, an emg discovered low urethral pressures consistent with intrinsic sphincter deficiency. The patient experienced recurrent severe stress urinary incontinence. Therefore, a competitor's product was implanted to treat urethral bulking.